Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a degraded downstream occlusion (dso) seal. The event history log was reviewed. Functional testing was able to replicate the reported issue. The root cause was determined to be a physical damaged remote dose connector of the main board. The main board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device bolus connection was not working and missing a piece. There was no patient involvement and no patient harm.